Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived at the hospital complaining of chest pain and shortness of breath. The history log showed a driveline disconnect and reconnect. The locking of the driveline to the controller appeared to be open. The patient did not recall disconnecting the driveline but did recall the power cord disconnecting from the power wall socket. The log files showed multiple instances where it appeared both power leads on the controller were disconnected at the same time. Related regulatory reference report MFR # 2916596-2023-05438, related regulatory reference report MFR # 2916596-2023-05437.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files confirmed multiple pump stop events due to a driveline disconnects; however, a specific cause for the disconnections of the driveline could not be determined. The submitted system controller event log file contained events from 13jul2023 through 16jul2023. The driveline was disconnected several times throughout the file, causing the pump to stop each time. Following each reconnection of the driveline, the pump resumed operation without issue. The pump appeared to operate as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-038268, and no further related events have been reported at this time. The relevant sections of the device history records for mlp-038268 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A and the heartmate 3 patient handbook, rev. B are currently available. The IFU instructs the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Additionally, the IFU provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The patient handbook also advises the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Lastly, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cause of chest pain and shortness of breath was due to congestion after changing fusid dosage. The patient was at home and all was well with the pump. The patient experienced some international normalized ratio (inr) issues due to compliance issue. The cause of the driveline disconnect was unknown. The controller was exchanged and the patient was retrained with emphasis on the driveline. There were no further issues.